Event description:
The customer reported via phone call that they had several power error alarms since the day before. The customer also stated the insulin pump would state insulin delivery was stopped. The customer stated they did not store the insulin pump for a long period of time. It was found the customer has tried a new battery, but the alarm persisted. It was confirmed the customer inserted the battery correctly. The customer's blood glucose was 6.8 mmol/l. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.